Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device is not powering up. Fuses are blown. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "fuses are blown" was confirmed. Defective fuses were found. No further defects were detected. This was caused by the defective power supply unit. Consequently, the fuses have blown for safety reason to prevent further damages. As a result, the light source could not be restarted after the failure. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).